Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reports poor vision while docking and 4 anterior capsule tears occurred during laser assisted cataract procedures. Some of these patients have had a multifocal intraocular lens implanted. Additional information has been requested but not received.

Manufacturer narrative:
Per the service record, the company representative found no problem with the system. Based on assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The doctor's impression is that these events happened when the surgeon's preference of rewetting drop is not available. Some types of rewetting drops tried were too thick and resulted in poor vision when docking.